Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) for the co2 discordant results. The ccc representative reviewed qc data and identified the cause of the event. The customer stated that they had attached the progard and q-gard filters on the water purification module (wpm) incorrectly during customer maintenance. The customer resolved the issue themselves. They reinstalled the filters correctly, refilled the water tank twice, and reprocessed co2 qc. A follow-up service call was performed, and the customer indicated that all co2 levels recovered within range and no error flags were generated. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant falsely elevated carbon dioxide (co2) patient results were obtained on a dimension vista 500 system. The initial results were reported to the physician(s). The same patient samples were reprocessed on an alternate dimension vista system and the results were lower. The customer issued corrected reports. There are no reports of patient intervention or adverse health consequence due to the discordant falsely elevated co2 results.